Event description:
The customer complained of skin discoloration on the hand upon removal of a load from a completed cycle. The worker did not receive medical attention and the symptom resolved within an hour.